Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a pump tubing became that disconnected from an extension set during an unspecified infusion while in the patient care "unit." The tubing was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking after an unintended disconnection was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. There were no anomalies observed. Functional testing was performed and fluid was allowed to flow through the set via gravity. The male luer collar from the set was checked during the gravity test. There was no evidence of loosening or leaks observed. Pressure testing was performed and there were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. Dimensional testing was performed on the sets male luer using a female go/no go gauge. The male luer was found to be within specification. The root cause of the reported unintended disconnection was not identified.